Event description:
It was reported that an error message was noted on the 2600 system. System was rebooted and error was cleared. There was no report of patient injury.

Manufacturer narrative:
As reported by the facility the error was cleared by rebooting. No additional information at this time. If additional information is received it will be reported as required.